Event description:
Date of event unknown, reported to be two weeks ago, which would be the week of 2008. It was reported to boston scientific that during prep for an upper gi procedure, as the tech was advancing the injection gold probe bipolar catheter (igp) needle, he felt something break inside; the needle became disconnected. The device was not in contact with the patient at the time of the event. Another of the same device was used for the procedure. Patient is "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. Lot number was not provided with the complaint; therefore, DHR review could not be performed nor determine if involved in other complaints. The manufacturing process for this device includes testing and inspections to ensure each product meets all material, assembly and performance specifications prior to shipping. In addition, qa performs quality audits with the same inspection criteria. All units are packaged in order to protect the device from external damage during shipment. The dfu states: "slowly push the "injection" hub until full extension of the needle (4-6 mm) is visibly verified. Allow 3-4 seconds to advance the needle under typical endoscope configurations, the green band should be partially visible. Under some very tortuous endoscope configurations, the green band and/or red band may be completely hidden. Never push the "injection" hub past the proximal end of the red band. The suspect device has been disposed. A device evaluation could not be performed; therefore, the cause of the reported event is undetermined.